Event description:
Four false positives. Consumer took the 2 tests that came with the starter kit and both tests were positive. She then had a negative blood test at her doctor's office. After her doctor appt, she did another test from the refill and it still came up positive. She then had her husband take the other refill test just to see what would happen and it came up positive for him also (a male). She said her doctor had never heard of otc tests giving false positives. When the consumer contacted durex (via phone number on label) she was told they had received similar complaints.